Event description:
Related MFR report: 3006705815-2020-01000. It was reported both of the patient's scs leads migrated. X-ray was taken to confirm the lead migration. Surgical intervention was taken and the physician successfully re-positioned the leads to the correct location. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to a malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-0100. Follow up information received identified the patient's leads were replaced with a single surgical style lead. Reportedly, the previous lead re-positioning procedure did not the resolve the issue. The lead replacement resolved the issue.